Event description:
Breakage of 2.9mm cannulated drill. The tip of drill was left in the pt.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.